Event description:
It was reported that, during a rotator cuff repair, the healicoil suture anchor broke before implantation. A non-significant surgical delay was reported and the procedure was finished with a smith and nephew back up device. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual evaluation of the device showed it was not returned in the original packaging. The distal tip and distal plug were not returned. The proximal body is intact and in place on the inserter. Knob one/inner distal inserter is extended beyond the outer inserter body. A functional evaluation showed that knob one moved forward and back as intended. Knob two moved the proximal body forward as intended. A material assessment could not be performed due to the suture anchor not being returned for evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that a certificate of analysis is required for raw material. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.